Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the metal casing around the tip of the 8mm fenestrated bipolar forceps instrument broke, "causing the wiring to be exposed. The instrument had to be removed with the cannula due to the reported damage. There were no reports of loose pins, broken cables/wires, nor of fragments falling into the patient. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the robotics coordinator (roco) stated that they do not believe that the "metal casing" detached from the instrument. The reported damage did cause wires that were initially covered to be exposed. Damaged/broken cables were observed. It is unknown if the conductor wire was damaged. The reported damage to the "metal casing" and cables are what caused the instrument to not be able to be removed from the cannula. The surgical ports did not have to be enlarged.